Event description:
It was reported that the patient underwent a realize gastric band procedure fine. The evening the band was implanted, a nurse woke the patient up and gave the patient all of the pills all at one time instead of one at a time. The patient was complaining of pain. They did a barium swallow and there was a blockage due to inflammation. The band was removed. The surgeon stated that the patient was band intolerant.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.